Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event and treated with unspecified antibiotics (dose, route, frequency, and duration not reported). Dianeal therapy was ongoing. At the time of this report, antibiotic treatment was completed and the patient was recovering from the peritonitis event. Additional information is not available at this time.